Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the following driver shafts, ar-9545-t15-01 / lot: 8001724 and ar-9545-t15-02 / sn: (B)(4), became warped / stripped / broken during a case. While attempting to engage the locking screw into the universe revers convertible baseplate, the heads of each t-15 driver tip become twisted / broke. Additional information obtained on 11/07/2019: the tip of the ar-9545-t15-01 / lot: 8001724, broke off into the screw head. The surgeon felt it was okay to leave it because it could not be removed.